Event description:
The customer contact reported a leak; subsequently, blood loss was noted. The tubing set was being used to deliver an unspecified volume of normal saline via gravity. At an unspecified date, the option-lok male adapter of the tubing set was connected to the female adapter of an unspecified IV catheter. The customer contact reported that "once the infusion was started or shortly (5 mins) after the infusion began," solution leaked from the luer connection of the option-lok male adapter and the IV catheter. An unspecified volume of blood loss was reported. The tubing set was replaced and the therapy was resumed. There were no reports of any adverse pt effects and no reported delays in therapy critical to the pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. Hospira had completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connections events. Based upon the investigation results, hospira has identified that it needs to make dimensional changes to the spin collar that will improve the compliance with the iso standard (594-2) and interaction with other components. The planned improvements will optimize the design of the thread, taper and taper protrusion of the option-lok to minimize identified failure modes and resultant complaints. This report represents all the info known by the reporter upon query by hospira personnel.